Event description:
The customer reported to olympus, e238 (scope communication error) error and e117 (life of optical module) error occurred while connecting the scope to the video processor. The issue was found during preparation for use for a heath check up screening. The issue occurred with a second scope as well. Inspection was not possible, and all the tests were cancelled. One of the scopes was suspected of being flooded (serial number (B)(4). After manually setting the user settings of the video processor and then connecting a substitute scope, the error did not occur. There were no reports of patient harm associated with the event. This report captures complaint on the second scope, evis lucera elite colonovideoscope (model: cf-h290i, serial no. (B)(4). Patient identifier: (B)(6) captures complaint on the first scope (model: gif-xp290n, model description: evis lucera elite gastrointestinal videoscope serial no. (B)(4).

Manufacturer narrative:
The customer also reported that the facility performed alcohol cleaning of the device. The device will be returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.